Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose and was in emergency room due to low blood glucose on an unknown date. Customer's blood glucose was 425 mg/dl. Customer stated insulin pump was broken and was not working and had been off since a week. Customer stated there was a crack in the retainer ring and was not able to lock in place. The insulin pump will be returned for analysis.